Manufacturer narrative:
Per tandem's t:slim user guide, "do not fill the cartridge until prompted by instructions on the pump screen. A cartridge alarm occurs when the pump detects that you tried to fill the cartridge with insulin without following the proper procedure in the load menu." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 200 units of insulin, and remained static at 45 units. The customer believes that the load process may have been performed incorrectly. The customer's blood glucose level was 450 mg/dl, and was addressed with a manual injection. The customer reloaded the cartridge successfully and received an accurate fill estimate.